Event description:
It is reported that the screw tips were found through the inside of the sterile packaging.

Manufacturer narrative:
Other device used: catalog #00225211055, m/dn fixation hex screw, lot #19806600; catalog #00225211055, m/dn fixation hex screw, lot #19497200. Eval summary: the cause of the failure is the product moved during distribution. Eval: device history records indicate all components were manufactured and inspected to specification. (B) (4). Total number of events: 10. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.